Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 37 fractured. Construction was an implant retained dental bridge. Patient suffered from periimplantitis following bone loss and implant instability material analysis concluded mechanical overloading of the implant.

Event description:
Implant fracture.